Event description:
During procedure to obtain liver biopsy sample, the first sample was obtained without difficulty. The instrument failed on the second specimen pass. A new device was opened and utilized. This device was successful on the first use and failed on the second specimen pass, as well. Another device from a different vendor was obtained and the procedure was completed successfully without any further incident or patient harm. The devices were both from the same lot number and returned to the vendor for evaluation.